Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the center pin of the charging port is broken and will not allow the device to charge. There was no harm nor impact to the customer.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the center pin of the charging port is broken and will not allow the device to charge. There was no harm nor impact to the customer.